Manufacturer narrative:
(B)(4). The cause was unable to be determined with the provided information/evaluation. The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cassette was returned for evaluation. Visual inspection was performed with no issues noted. The device passed leak, clear passage, and clamp function testing. The device ran on a homechoice machine (version 10.4 software) with no issues identified. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set with cassette had air bubbles in its patient line. This was noticed during fill 1 of 4 on the homechoice (hc) device, while the home patient (hp) was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the care giver (cg) in ending the hp¿s therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.